Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Piece of the top brush head breaks off and then it's loose in your mouth [device breakage]. Heads very quickly become loose [device connection issue]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that she had been using oral-b brushheads, version unknown with her oral-b rechargeable toothbrush, version unknown and stated that the heads very quickly became loose and she had two pieces in which a piece of the top brush head broke off and became loose in her mouth. She stated that she had thrown away several brushheads in the last two months as a result of this issue. No symptoms developed. (B)(6) 2015 follow-up email from consumer: the consumer stated that the brushheads came loose within a week, and she had a second head that had broken with a small part at the top. The case outcome remained no symptoms.